Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports: -patient experienced hypoglycemia with blood glucose reading of 32 mg/dl. -patient required ems treatment while wearing a vgo device. -patient was treated with IV fluids. -device although available was not returned for technical review.

Event description:
Type 2 diabetic on vgo 30 since (B)(6) 2017 spoke with valeritas customer care and reported experiencing hypoglycemia requiring ems treatment while wearing a vgo device. Ae assessor contacted the patient to further investigate. The patient reports that on (B)(6) 2017 he awoke on the floor surrounded by 3 paramedics. He reported that they had placed an IV and were treating him with IV glucose. Patient stated that his bg measurement was 32mg/dl. Patient was not transported to the hospital. Patient reports that he began to feel better within 30 minutes. Patients bg a few hours later was 300mg/dl and later that afternoon was 200mg/dl. The patient reports that the evening prior ((B)(6) 2017) he applied a new vgo device as usual at 20:00. He does not remember any further. He reports that his wife told him that she gave him 2 tubes of oral glucose prior to calling the paramedics. The patients spouse was not available to collect her report of the event. The patient reports that after the event he found that he was wearing 2 vgo devices. He believes he must have forgotten to remove the vgo device from (B)(6) 2017 when he applied the new vgo device the evening of (B)(6) 2017. He feels certain that he had worn the prior vgo device for 24 hours and that he did not apply 2 vgo devices within the same 24 hours. Patient has retained the vgo device that was applied and worn on the evening of (B)(6) 2017. Ae assessor requested that the patient assess the amount of insulin remaining in the vgo device that was applied on the evening of (B)(6) 2017. The patient reports that the vgo appears to be 1/2 full. The patient had not administered any bolus clicks from this device. The patient denies any recent change in diet, exercise, or medication which could contribute to hypoglycemia. It is not possible to rule out device malfunction or contribution to the event. It is also not possible to rule out that the patient may have applied 2 vgo's simultaneously causing the insulin to stack and contribute to the hypoglycemia.

Manufacturer narrative:
Date of report: date corrected. V-go lot # provided was used to produce multiple finished goods lots. The most current UDI# was provided and the other UDI's are listed here: (B)(4). Initial reporter corrected. Health professional - no checked. Occupation: non healthcare professional. Type of reprot: follow up #1. If follow up, what type?: correction checked.